Event description:
A consumer implanted for post-lumbar laminectomy syndrome and spinal pain reported that in 2014 after surgery they had a csf leak and a sudden severe headache resulting in them having to go back to the hospital twice for blood patches. Following this the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.